Event description:
The patient experienced ongoing pain and swelling since procedure and a revision was performed yesterday (B)(6) 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.